Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was delinquent in showing up for their implantable pulse generator (ipg) device checks. The patient presented to the emergency room with syncopal events. The patient's device was failing to capture and the physician was curious as to when the device hit elective replacement indicator (eri) then end of life (eol). The device was unable to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.